Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-13937, 2017865-2020-13939. It was reported that the patient presented with pocket erosion and infection. The pocket was swollen and sore. The cause of the infection was attributed to the pocket healing improperly. The implantable cardioverter defibrillator, right ventricular, and left ventricular leads were explanted. The infection was treated with antibiotics. The system was replaced on 15 sep 2020. The patient was in stable condition.